Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed when the unit was analyzed; the user interface controller (uic) and pump motor controller (pmc) software were not updated with the smr software. Analysis of the device revealed that the device met specifications; the device passed visual inspection. The smr software may fail, however, the smr protocol states that multiple attempts may be needed to successfully upgrade the controller. Based on the available information, the reported inability to upgrade the controller was not confirmed during testing; the controller was successfully upgraded. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that on (B)(6) 2016, the vad coordinator was programming controller for an implant but after pressing the "disable vad stop alarm" button and connecting the data cable and battery power, the controller never powered itself up. Instead, there was a grey line that came across the screen and the controller had an active, audible medium priority alarm. Nothing else could be seen on the controller screen. She placed the alarm adapter in the data port and removed the battery to shut the controller down, but the controller then began alarming the steady, no power alarm. She was unable to get it to stop and continued to muffle the speaker for approximately 2 minutes until it shut down on its own. The vad coordinator attempted to program this controller three more times, two times using a different monitor and data cable, all with the same result. This controller was never used on a patient. A new controller was used from the shelf and programmed successfully with the original monitor.